Event description:
Boston scientific received information that three days post operatively, interrogation revealed this right ventricular lead was sensing appropriately, however not capturing at maximum output settings. The patient with this lead is not pacemaker dependent. There was no pacing inhibition or asystole reported. It was thought there may have been excess slack on the lead and when the patient stood up, the lead moved and possibly dislodged. A revision procedure was performed. During the procedure, it was thought the lead may have perforated the hear, but an echo was inconclusive. The patient with this lead is stable and remains monitored. No additional intervention was required. Post revision lead measurements were within normal limits.

Manufacturer narrative:
According to available information, this lead was successfully repositioned, remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.